Event description:
On (B)(6) 2021: customer reported no call int ctl on patient and qc samples while utilizing the verigene bc-gn assay. There was a device malfunction, once additional information becomes available the information will be provided.